Manufacturer narrative:
H11 additional manufacturer narrative: updated sections: b2, b4, b5, b7, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The subject device is not available for evaluation, as requests to return are still being sent per investigation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 7300tfx mitral valve was explanted after an implant duration of 9 years, seven months due to calcification, degeneration, and stenosis. The patient presented with shortness of breath and chest pain. The explanted valve was replaced with a 27mm 11400m valve. The patient was discharged pod #8. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). Engineering evaluation summary: attempts have been made to obtain missing information; however, to date, no response has been received. Since there is no information regarding an allegation of a device malfunction, an engineering evaluation is not required. Based on the information available, a definitive root cause cannot be conclusively determined. All pertinent information available to edwards lifesciences has been submitted. Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The DHR review was started and finished in irvine. There are no related ncrs. The DHR review is complete. Singapore wo: (B)(4) irvine wo: (B)(4). Engineering evaluation summary: per technical summary 31081 rev a calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors age disease state pharmacological intervention etc) mechanical stress related to the valves hemodynamic performance and glutaraldehyde fixation of tissue. Of these the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Per doc-0101337 rev p section 6.3.7 devices implanted 5 years or greater with calcification dehiscence leaflet tears thickened leaflet pannus or structural valve deterioration stenosis regurgitation reported as the complaint do not require an engineering evaluation. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per doc-0101337, rev p, and doc-0076862, rev o, a CAPA/scar/pra is not required as there is no confirmed product or labeling non-conformance's and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.